Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of oral-b electric toothbrush broke in my mouth [device breakage]. No adverse event. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unk on (B)(6) 2015, the oral-b brushhead, version unk broke in his mouth. No symptoms developed.